Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) and a patient implanted for spinal pain. The patient reported that they don¿t feel much stimulation in their right leg where they need it. They stated that the pain in their right leg has worsened and moved from their upper leg to include their lower leg. No contributing factors were known. The rep interrogated the system and impedances on electrodes 7, 9-10 were all over 10,000 ohms. The patient was reprogrammed to obtain better stimulation coverage in their right leg using electrodes 0-6. It was noted that the other lead was not used at all in the reprogramming. The issue was resolved at the time of the report. No further complications were reported or anticipated.